Event description:
It was reported that the patients ipg was unable to communicate with the remote control (rc) and was unable to take a charge after multiple attempts. It was noted that following a non device related surgery, the patient could not feel stimulation and had difficulty turning the stimulation therapy on. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.